Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient's sutures from the pump pocket incision site were removed on (B)(6) 2016 and found to be erythematous. The patient was started on IV vancomysin. The patient was later hospitalized from (B)(6) 2016 due to serous drainage with redness and swelling at her pump site. The patient was diagnosed with cellulitis and the patient was given antibiotics. The pump and catheter were explanted on (B)(6) 2016 due to cellulitis. The patient was discharged and sent home with home care services arranged. The physician does not believe the patient's symptoms are related to the prometra implantable infusion system or to the drug therapy administered to the patient. The explanted pump and catheter will not be returned.